Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Customer reset the pump and loaded a new cartridge in order to resume insulin therapy. Customer's blood glucose level was 325 mg/dl.